Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 weeks ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) due to battery turned sideways. The patient underwent an ipg repositioning procedure. Patient was doing well postoperatively. Nothing was explanted or replaced so nothing to return.